Manufacturer narrative:
(B)(4). Batch # t5ek18. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. All staples were noted to be protruding of guide face and with the breakaway washer uncut without marks. The device was tested with the returned washer for functionality. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. No damage on the handle or noise were observed on the device. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired. A firing sound was different from the usual, and the firing handle could not be grasped. The device was used on the rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.